Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: the daily max limit has changed to 1.00 units on its own. The adv setup screen 3 daily limit was set to 1.00. Customer support had patient recheck numerous times, "1.00" was always the reading. Patient denies that she has gone into the programming or that anyone has gone into the programming to change to this number. Cs advised patient to switch to an alternate delivery method until a replacement pump arrives, and patient agrees. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: evaluation revealed that the pump was exercised for 24 hours duration period on a 1.0u/hr basal rate and the max daily total daily dose (tdd) was set to 100u. There were no alarms occurred during test and at end of test the max daily tdd was still at 100u with no changes noted. The complaint could not be duplicated during the investigation. There was no defect found.